Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A 1108 mayfield triad skull clamp ratchet arm was reported to be moving too much during a microsurgical procedure. The following was provided; because of the loose ratchet arm an additional surgeon had to scrub in to support/hold the clamp and thus there was a delay (less than 15 minutes) to the procedure. There was no adverse outcome as a result of this event. The surgery proceeded. Mayfield skull pins were used. The patient was anesthetized when the event occurred. Further information was received regarding the cleaning process at this facility; when the sales representative and the service technician visited the facility, they had in depth discussions with the hospital staff about their cleaning processes. Recently this hospital had started sending their mayfield to the cssd (central sterilization services department) for cleaning. It appears it was going through some sort of tunnel washer like a sterad soley. The sales representative went through correct processes for cleaning, and cleaning solutions, and as of end of last week this hospital reverted to their previous cleaning process which was to clean manually in their own department.